Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® sf nav bi-directional catheter. A thrombus formation was observed on the thermocool® sf nav bi-directional catheter tip. There were no patient consequences. There is no evidence of neurological signs or symptoms since the procedure was completed. There is no information regarding generator parameters or generator settings. There were no catheter issues related to temperature or flow. System did not present any error messages. Physician did not report any product problems. There is no information regarding anticoagulant being used during the procedure.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an ablation procedure with a thermocool® sf nav bi-directional catheter. A thrombus formation was observed on the thermocool® sf nav bi-directional catheter tip. There were no patient consequences. There is no evidence of neurological signs or symptoms since the procedure was completed. The device was visually inspected and it was found in good conditions. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, deflection test was performed and it was found within specifications, the catheter was deflecting correctly. Then, irrigation test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. Then, magnetic sensor functionality was tested on carto and the catheter failed, error 105 was observed. A failure analysis was performed, the catheter was dissected and the sensor values were found within specifications, with this information, the failure can be attributed to a potential pc board failure. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On line, functional tests are in place to prevent this type of failure from leaving the facility. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The biosense webster inc. Failure analysis lab received the device for evaluation on 8/27/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).